Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
No parts were exchanged and no logs were rec'd but a pt monitoring system (pms) report was rec'd. The hospital did a pt circuit test prior to connecting the ventilator to the pt. However during ventilation during a nebulization procedure, an extra tubing was connected to the y-piece on the inspiratory side. No new circuit pt circuit test was done. The pms report shows that the measured pco2 values peaked twice to over 20 kpa, when the ventilator was set to the prvc ventilation mode. After the switch to another ventilator, the values went down and stabilized to values below 6 kpa. The high pco2 values indicate poor ventilation at the time. But according to the pms report the ventilator was ventilating normally. There is no indication that there was a ventilator malfunction at the time, but the investigation has confirmed the reported incident. The ventilator was functioning and was showing normal ventilation on the screen while in reality the gases were only cycling back and forth in the tubing and no volumes were reaching the pt. The cause was the introduction of the extra volume into the pt circuit w/o performing a new pt circuit test to compensate for it. Although the extra volume was not large, but with the small volumes involved with infant pts it was enough to result in the reported incident. The user's manual contains info that informs the user not to alter the calculated volume and if it is done a recalculation is necessary.

Event description:
(B)(4).

Event description:
It was reported that a patient from surgery was connected to the ventilator that was ventilating in the prvc (pressure regulated volume control) mode of ventilation. It was observed that co2 levels were rising to 20 and despite various measures they were not stabilized. The ventilator was disconnected from the patient and another ventilator of a different brand was used. The final patient outcome was no harm. Manufacturer reference #: (B)(4).